Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: doi: http://dx.doi.org/10.1007/s00464. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (physiomesh) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? (B)(4).

Event description:
It was reported in a journal article with title: our experience about recurrence after laparoscopic ventral hernia repair. The meta-analysis on laparoscopic ventral hernia repair report a recurrence rate ranging from 5.3 to 8.7%. Technical pitfalls as small size, weak fixation and shrinkage of the mesh, inadequate overlap of the defect or unrecognized abdominal wall defects are the most frequent causes of recurrence. Surgical site infection, previous failed hernia repair, chronic cough and obesity are main patient-related risk factors. The authors reported their opinion about this matter, according to the analysis of the series. From september 2012 to november 2017, a total of 129 patients underwent laparoscopy in order to repair ventral hernia. In the first 44 (59%) cases, the authors used a physiomesh flexible composite mesh (ethicon), then for the following 70 cases repair was accomplished with parietex composite mesh. In all procedures mesh was placed overlapping the margins of the defect by at least 5 cm and it was fixed with a double crown of absorbable tacks alone in the first 44 cases, with a combination of permanent and adsorbable spiral tacks in the remaining 70 cases. Reported complications included hernia recurrence (n-10) in which a new repair was accomplished successfully with placement of a new larger mesh over or next to the past repair, one patient with new hernia recurrence which required an open repair, and surgical site infection (n-2). The experience supports the concept that the optimal laparoscopic ventral hernia repair needs to include exposure of the entire old incision, using mesh with proper size and a prevalence of non-absorbable spiral tacks. Obesity and surgical site infection appear to be strong prognostic factors for recurrence."